Event description:
This case was cross referenced with (B)(4) (same patient). This unsolicited case from united states was received on 02-jan-2018 from the patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after unknown latency the right knee has very little padding, left knee was too far gone, little puffiness, soreness and light headedness. No relevant medical history and concurrent condition was reported. Patient had synvisc one for the last 6 year. On an unknown date, the patient received treatment with intra-articular synvisc one injection (dose, frequency, indication, lot number and expiration date: not reported). The injection was given in both the knees but the left knee was too far gone and she had to get a replacement. On an unknown date, after unknown latency, the right knee had very little padding and left knee was too far gone. On (B)(6) 2017, the patient had rotator cuff surgery. There was always a little puffiness and soreness after the injection (latency: unknown). Patient had also noticed light headedness at different times, usually an overnight thing where she did not have balance and that had happened several since the injection (latency: unknown). Corrective treatment: rotator cuff surgery for right knee had very little padding; not reported for rest outcome: unknown for all a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for right knee has very little padding. Pharmacovigilance comment: sanofi company comment dated 19-jan-2018: this case concerns a patient who received synvisc one injection and later had little padding for which patient underwent rotator cuff surgery. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.